Event description:
It was reported that after an ion transbronchial lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. The patient had a history of leiomyosarcoma post wedge resection in the past (likely recurrence). The procedure was initially planned to sample a left upper lobe nodule. Computed tomography (CT) imaging showed the right upper lobe nodule grew a bit; therefore, a decision was made to proceed also biopsy the right upper lobe. The physician attempted to use preview path but did not feel it was leading to the right area; navigation seemed to lead to a bronchial tube only to instruct to turnaround and going to another bronchial tube. Ultimately, there were reassuring signals after using cone beam 2-3 separate times allowing for integration. The physician reported that navigating from the left side was difficult given bleeding and poor vision. A pneumothorax was identified in the second biopsied nodule (right upper lobe - 8 mm, distance to pleura was about 1 cm). The initial pneumothorax was seen on a post procedure CT x-ray. When initially identified, it was labeled at about 10%. The pneumothorax expanded (possibly due to the wait for catheter placement), but the patient was quite comfortable with some mild dyspnea and low normal oxygen saturations despite the enlarging pneumothorax. An hour later, a pigtail catheter was placed by interventional radiology and the patient clinically improved almost immediately after the chest tube went in. Per the physician, while the robot was not as reliable as it typically has been, the nodule itself was quite peripheral. The physician believed that possibly while using the cryoprobe, too much tissue just distal to the nodule may have caused the pneumothorax. Alternatively, with multiple integrations, it was conceivable that the major fissure was accidentally hit. Finally, there was 1 situation where the cryoprobe was pushed out a bit further than it should have given the fact that the fluoroscopy was not turned immediately. The physician thought that it was possible to cause pneumothorax via CT guided biopsy as well. The patient lived 2 hours from the hospital, so it was thought to watch him 1 day extra to make sure there was no recurrence of the pneumothorax. Two days later the patient was discharged from hospital. The diagnosis was noncaseating granuloma.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.